Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath positioned over the balloon proximal bond. Shuttle movement was checked and resistance was felt. Subsequent to unsheathing, it was immediately observed that the sealant appeared to have "swelled", which is indicative that it was exposed to saline. The proximal end of the sealant was found wedged between the advancer tube and shuttle cartridge. This condition may have contributed to the resistance encountered during deployment of the device which resulted in an inability to withdraw the sheath. The catheter, procedural sheath, advancer tube and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the deployment. The sealant sleeve was found pulled back against the proximal end of the shuttle and was not inserted into the procedural sheath. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge. The instruction for use (IFU) states: do not remove sealant sleeve. If the sealant sleeve was displaced prior to shuttling down, the sealant may have been exposed to fluid prematurely. Subsequently, the device jammed when the sealant swelled prematurely and expanded against the shuttle cartridge. The review of the lot history record (f1620702) indicated that there was an added inspection step; however, the additional inspection step would not have caused or contributed to the reported incident. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant swelling up and increasing the profile which may have caused resistance during the shuttle deployment step. However, the root cause of the device deployment jam could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the procedural sheath and shuttle could not be retracted to deploy the mynxgrip 5f vascular closure device sealant due to encountering resistance. The device was being used in conjunction with a 5f procedural sheath for femoral arterial closure following a diagnostic coronary procedure. The preparation and deployment steps were followed per the IFU. The stopcock was opened on the sheath prior to shuttling down. No excessive force was applied when shuttling down. After being met with resistance when attempting to retract the sheath and shuttle, the closure procedure was aborted and the device was removed. Upon further inspection, the sheath appeared to be locked to or bound to the mynx deployment system. No kinks were noted in the sheath or device after removal. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended. The patient did not experience any injury as a result of the device failure and was noted to have recovered. Additional information was requested, but was unknown.